Event description:
Reporter indicated that vns patient experienced an episode of continuous device stimulation after a lightning strike. It was reported that lightning struck about a block away from where the patient was and that the patient's device subsequently began continuously stimulating. The patient's spouse reportedly secured the magnet over the device to temporarily discontinue stimulation. After a couple of hours, the magnet was removed from the device and normal device stimulation resumed. Treating neurologist indicated the device diagnostic testing was within normal limits and that device interrogation was successful.device interrogation revealed that programmed parameters were as prescribed. Neurologist indicated that the patient was "crazy" and that the patient was doing fine.